Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned and appeared clean. No anomalies with saline hub or transducer handle. No kinks noted. Partial circumferential catheter tear noted between marker band and distal tip. Distal tip and marker present. The core wire was intact. No further functional test viable due to catheter condition. (I.e catheter tear). Functional/performance evaluation: functional/performance evaluation could not be performed due to the partial circumferential catheter tear noted between marker band and distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was inconclusive for guidewire incompatibility due to the tear in the catheter. Guidewire patency was unable to be functionally tested. However, the investigation was confirmed for partial circumferential tear on the catheter. The partial circumferential tear most likely caused the guidewire compatibility issues. However, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: - load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. - warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for treatment of an occlusion the guidewire was allegedly unable to load through the catheter; rendering the device unusable. Another recanalization catheter was reportedly used to complete the procedure. There was no patient contact.